Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was in emergency mode. A technical support specialist (tss) attempt to recover the corrupted database was unsuccessful, so the database was dropped and the medapplication was repaired. The tss performed full synchronization on the station, and the data synchronization debug log was monitored until all data was uploaded successfully with no variations. The station was then rebooted and confirmed with customer that everything was working correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to login and unexpected database error had occurred. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.